Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the thermistor r56 on the power supply board was found to be burned. The power supply board was replaced. The device was tested to factory specifications and passed all tests. Based on investigation of devices with the same reported problem it was determined that the r56 is dimensioned incorrectly and is not able to withstand the current through it which causes it to overheat. The r56 was replaced with a larger dimension varistor on the revised power supply board. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2014, at the (B)(6) hospital in (B)(6), it was reported that there was a burning smell coming from the back of the hcu 30 serial number (B)(4). The device was removed from service. The device was not being used on a patient at the time of the event. (B)(4)."